Event description:
On (B)(6) 2022, philips received a complaint that was reported by the customer to the health canada through sentinel program. The customer reported "neuro bi-plane machine stopped functioning in the middle of a general anesthetic, coiling case. Tried to reboot and troubleshoot the problem however the problem persisted." The issue happened on (B)(6) 2021. No harm has been reported to philips has started an investigation of this complaint.

Manufacturer narrative:
According to the additional information collected, the procedure was paused and the angio technician was able to get fluoroscopy working intermittently thereafter. It failed again during the deployment of a coil. When this coil was successfully placed, the procedure was stopped prematurely. Due to this there was delay in procedure, but there is no reported harm to the patient. A philips service engineer inspected the system onsite and analyzed the log file. Analysis of the log file confirmed that intermittent issues with the lateral fdc (flashlight) resulted in corrupted image data. The field service engineer resolved the reported issue by replacing the lateral fdc (flashlight), frontal and lateral ip pcs, and 2 imaging disks. Corrected data: codes are updated as per the investigation outcome.

Manufacturer narrative:
According to the additional information received, a female between 75-84 years old was being treated for an intracranial aneurism. When fluoroscopy failed during the procedure, the procedure was paused and the radiology technician was able get fluoroscopy working intermittently thereafter. Fluoroscopy failed again during deployment of the coil. The coil was eventually placed successfully after which the procedure stopped prematurely. The patient did not experience any side effects due to the delay in procedure. No harm has been reported.